Event description:
It was reported that during a total shoulder arthroplasty procedure, the surgeon was inserting the superior peripheral screw with the short driver shaft, lot: 8001545. The surgeon did not use the torque limiting adaptor during this process. The tip of the driver broke off and cold-fused to the head of the screw and was unable to be retrieved. The screw was down far enough for the glenosphere to fit perfectly.

Manufacturer narrative:
Complaint confirmed. The evaluation revealed the distal tip was broken off and the hex was twisted. The device met all material specifications as received. The most likely cause(s) of this type of event include continually applying torque when the implant is not properly aligned, leveraging, torquing while leveraging the device, and/or using the incorrect screw with the driver which may result in screw not fully seating on driver.